Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display screen could not be read safely. There was no allegation of an adverse event with this complaint. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 11/10/2016-device evaluation: the pump was returned and evaluated by product analysis on 10/17/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim with discolored text. The complaint was duplicated. Unrelated to the complaint, evidence of moisture ingress was found in the battery compartment. A leak test was performed and failed due to a leak at a crack in the battery compartment, as well as a bolus button leak. The pump case was removed, and no additional moisture ingress was found; however, the bolus button cover was removed and evidence of moisture ingress was found on the button contact. (B)(4).